Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that a loose wire was observed on the pk dissecting forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. There was a loose pitch down cable caused by a broken pitch up cable. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.